Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during rewind. The customer¿s blood glucose level was 371 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime or compromised force sensor system alarm test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker.